Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic lead safety switch (lss) due to high out of range pacing impedances with measurements greater than 3000 ohms. Review of stored device data identified ventricular events demonstrating oversensing of noise on the ventricular channel, with trending data showing previously stable rv lead impedance followed by a sudden increase. An in-office lead assessment with a programmer was recommended and subsequently performed. During the in-person evaluation, the rv lead bipolar testing demonstrated impedance greater than 3000 ohms with loss of capture, while unipolar testing demonstrated an impedance measurement of approximately 420 ohms with an appropriate capture threshold of approximately 1.0 v at 0.4 ms. Programming optimization was performed. The patient was referred for chest x rays and further evaluation, with referral for rv lead explant and replacement planned. As of the time of reporting, this rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the root cause for the reported out of range pacing impedance, oversensing, noise, and loss of capture has not been determined at this time; however, these issues were attributed to the rv lead only. It was confirmed that chest radiographic imaging was performed as part of the evaluation. Additional information is being requested from the field for chest radiographic imagining information. No defibrillation threshold (dft) testing or lead revision procedures have been performed. This rv lead has not been explanted; however, if explanted, it is planned to be returned for analysis.